Event description:
Order to give potassium 10meq/100ml over 1 hour. After 15 minutes of transfusing, rn noticed approximately half the bag was infused. The potassium bag was given by piggybacked and y-sited to primary tubing with d5lr and administered via alaris pump. The incident was reported to bd. Root cause analysis the probable cause of the complaint of over infusion is being attributed to a faulty back check valve on the primary administration set. An investigation has been opened to further investigate the administration set (pr# (B)(4)). Primary administration set model 2426-0500 (suspect).